Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the reilon micro was reading high. Received a page that caller went to the hospital based on meter readings. The customer stated she was a new diabetic and takes insulin 4 times a day based on meter readings. On (B)(6) 2013 at noon she was having lunch and was reminded to take her sugar test, she did and got a reading of 406, had something to eat then later took another and was 427. She was concerned because she has never been over 200. She started sweating because she was worried about the high readings. After 2pm a friend who was a nurse told her she needed to go to the e.r. She went to the hospital and her sugar level was 165. They gave her IV liquids and medication to calm her down from the anxiety and stress of the incident. Caller washes her hands before testing and uses alcohol but does let it dry. She stores strips in the bedroom and uses a new lancet every time. Controls not used. She does not want replacement product as she already got a different meter. She's requesting a refund.